Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a record of an ¿acu watchdog failure¿. Functional testing was unable to duplicate the ¿acu watchdog failure¿ or the ¿primary audible alarm¿. No repair needed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited an auxiliary control unit watchdog failure. It is unknown if there was patient involvement, no adverse patient effects were reported.